Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced slight pain in the stomach. The patient was prescribed augmentin 875 mg twice a day, and penrazol 20 mgs once day for a month.

Event description:
On an unknown date, follow up information was received that the patient's reported stomach pain was attributed to herpes zoster that she had previously experienced on an unknown date in the abdomen. It was reported that the pain has subsided.